Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient filter allegedly detached and a strut embolized to the patient's heart. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient filter allegedly detached and a strut embolized to the patient's heart. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached and struts perforated. The device was removed percutaneously and the detached strut was removed via an open chest procedure. It was further reported that the detached strut embolized to heart and the patient experienced pain in chest; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately 10 years post deployment, the filter was retrieved successfully. Inferior vena cavogram showed the presence of filter with 10 legs. One single leg was present in the ivc wall. Another, filter limb was last seen at the right ventricle of the heart. Following day, patient experienced chest pain. CT angiogram revealed that there was a 3 cm linear metallic foreign body within the right ventricle near the apex with one end protruding into the muscular portion of the interventricular septum and the other end protruding anteriorly, slightly through the wall of the right ventricle. Following month, sternotomy was performed. During surgery, upon opening the pericardium patient was found to have dark pericardial fluid as well as fibrinous reactive inflammation. On the acute margin of the right ventricle, there was clear evidence of a foreign body consistent with fractured wire from the ivc filter extending for about 1 cm from the epicardial surface. This was easily extracted. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.